Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery due to loosening. Patient ID: (B)(6).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery due to loosening. Patient ID: (B)(6).